Manufacturer narrative:
Investigation conclusion it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015 inratio = 4.2; lab = 3.3 tests performed within minutes (B)(6) 2015 inratio 5.2 no alternate testing performed this day patient's therapeutic range 3.0 - 3.5 no reported adverse patient sequela. No additional information provided.